Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens had surface residuals adhered to both sides of the optic body compatible with handling the lens. One of the haptics was stuck to the optic and a large cut was observed in the optic body. In general a posterior capsule rupture (pcr) can be considered to be a complication of the surgical procedure related to patient factors and surgeon, rather than the surgical device. Based on the investigation no manufacturing cosmetic defects were observed. Based on the returned lens condition, results code operational was chosen. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer report were identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a zcb0000185, the patient's posterior capsule tore; a sulcus lens was then used to complete the procedure.no other information was known or provided.